Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - persona stemmed cemented tibial component right size d catalog #: 42532006702 lot #: 63546016, persona cruciate retaining articular surface right 10mm catalog #: 42521000410 lot #: 63499331. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 300963827-2020-00283, 300963827-2020-00284. Investigation incomplete.

Event description:
It is reported that the patient experienced severe pain and swelling two (2) years following right knee arthroplasty and was treated with medication. No abnormalities were reported during the initial procedure or during the patient's recovery. No additional adverse consequences were reported.